Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Resubmission with the correct file number .

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence and frequency.

Event description:
It was reported that following insertion patient experienced incontinence and frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, nocturia, and post-void dribbling.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections. It was reported that the patient underwent mesh removal on (B)(4) 2016 by (B)(4) due to mesh extrusion.

Manufacturer narrative:
Additional information.